Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the lead was dislodged. Lead was explanted and replaced. Patient¿s condition was stable throughout the event.

Event description:
It was reported that the lead was explanted and replaced due to an unspecified issue. No additional information was provided.